Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to non-sustained rv oversensing episodes and false ventricular fibrillation episodes. The lead was explanted and replaced. The patient was stable post procedure.